Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: new zealand.

Event description:
It was reported that prior to surgery the device gradually became faulty. It seemed to be running slow, now nothing at all. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit motor speed was below specification and replaced it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.